Event description:
A malfunction alarm identified as "malf 12" was reported. The customer's blood glucose level was affected, reaching a high level, though the specific value was not available. The customer did not take any immediate actions to address the high blood glucose, but after contacting technical support, information on how to reset the pump was provided. The pump was reset successfully without the malfunction recurring, and the customer was instructed to monitor the situation and report any further issues. The customer confirmed understanding of the instructions given.